Event description:
A distributor in (B) (4) stated that their patient reported that she lay on the heated breathing tube of her hc604 CPAP humidifier while sleeping and reported receiving a 3" by 1/4" burn on the upper back portion of her right shoulder.

Manufacturer narrative:
Ps47830. We have been unable to obtain the complaint device for examination. Our investigation is based on information provided by the patient, including photographs of the injury and a doctor's note confirming that the patient had a burn on her right upper arm. Results: after the incident, the patient consulted a doctor, who prescribed a salve for the injury. Recent photographs of the burn revealed that it is healing well. Photographs of the device and heated tube did not reveal any obvious sign of damage or malfunction. The patient stated that the device was still functioning. Conclusion: without the complaint device, it is not possible to draw any conclusions about the causes of this reported burn. The hc604 unit operates within the limits specified by iso 8185 with regard to hot tube surface temperature and end-of-hose temperature. Tests conducted on our heated breathing tube indicate that the surface temperature does not exceed 44 degrees celsius and the end-of-hose temperature does not exceed 41 degree celsius. The hc604 is designed to the electrical safety standard, u160601-1. (B) (4).